Event description:
It was reported that when beginning a prostate procedure, an "invalid fiber card" message was received; the fiber was replaced and the case was continued using a second fiber. During the procedure, diminished tissue vaporization efficiency was observed; the fiber was again replaced and the case completed using a third surgical fiber. There was no injury reported. This report is for the second fiber used.

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit charring and burnt adhesive, detritus, and devitrification. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.